Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 270 mg/dl. Initially, a correction was delivered via the pump and then insulin injections were administered when the bg level had not decreased. The customer thought that there might be a problem with the pump. The customer declined tandem technical support offer to troubleshoot as the bg level was currently at 87 mg/dl.